Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample received, evaluated and complaint confirmed. Evaluation of the returned sample confirmed that the clampex connector was detached. Problem may be handling related. Problem may also be related to manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was determined to be a manufacturing issue. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
This is a case, which was reported to baxter (B)(4) on 10 february 2009. The complaint was received from edwards lifesciences on behalf of (B)(6) hospital and refers to an incident involving accusol 35 potassium 4mmol 5l(drug) (cz/pol/sk/eng)(bwpe9005c) on batch number 08i22g70. The reporter states that it was noted by staff before use that the spike was not connected to the bag. The fluid was drained (note scissor cut bottom right corner) and was reported. A sample is available and edwards will return this to castlebar directly. No patient injury or medical intervention was reported